Event description:
It was reported that the user experienced an alert 38 motor stall on the ilet, consistent with a failure to infuse associated with the motor component, and customer care provided troubleshooting and education including guidance through a supply change after initial difficulty; insulin delivery was then resumed and a blood glucose of 272 mg/dl was noted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified and the event aligned with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.